Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope is leaking black fluid from the distal tip during receipt inspection. The scope was not leaking before the procedure, but it was leaking after the procedure. The scope was not used in any procedure once it was leaking. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: bending section cover leak and crack, distal end plastic cover minor dents, objective lens and light guide lens worn adhesive, insertion tube discolored, light guide tube scratches, low angulation, control knob movement play, and axillary water inlet labels peeling. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number did not match the reported device model number and no further information could be obtained, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported ¿black liquid leaked from the device¿ could not be reproduced, however, leakage from the bending section cover was observed. The root cause of the bending section cover leakage could not be determined. The event can be detected/prevented by following the instructions for use section below: ¿chapter 3 preparation and inspection¿. ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.